Manufacturer narrative:
Patient¿s height reported as 159 cms. Date of postoperative pfna nail breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Incident reported by patient¿s relative; facility name is not applicable. Reporter¿s phone number is not provided for reporting. Reporter is patient¿s relative. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with proximal femoral nail -antirotation (pfna) system on (B)(6) 2018 to treat the left side femoral shaft fracture. Pfna nail broke five months postoperative. Hardware removal surgery was performed on (B)(6) 2018. Concomitant devices reported as: pfna blade perf l100 tan (part # 04.027.035s, lot # l539181, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna ø9 long le 130° l340 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The returned pfna nail was forwarded to the manufacturing plant for evaluation. The statement below is a summary of their investigation. The outer (9 mm) and inner diameter (4.4 mm) were measured and have fulfilled the specifications. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, any manufacturing issue has been excluded. For implants, there is no hardness test required/defined. The raw material certificate was checked and the used raw material has fulfilled the specifications. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specifications as well as in the manufacturing documentation no issue was identified. Due to no manufacturing issue was identified and this complaint is not valid, therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported as: pfna blade perf l100 tan (part # 04.027.035s, lot # l539181, quantity 1), bolt ø4.9 self-tap l42 tan green (part # 459.420, lot # 5935279, quantity 1).

Event description:
It was further reported that the patient presented to the emergency department on an unknown date without adequate trauma. Patient felt pain in the area of the proximal femoral shaft for several months. Upon an x-ray evaluation during the visit, a transverse proximal femoral shaft fracture was seen and the patient was diagnosed with a subtrochanteric femoral fracture of the left leg, fatigue fracture of the pfna initially implanted, a pseudoarthrosis of the left proximal femur removal of pfna and reosteosynthesis, and osseous metastatic bronchial carcinoma.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 472.413s; lot: l643850; manufacturing site: bettlach; release to warehouse date: 20. Nov. 2017; expiry date: 01. Nov. 2027. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate l564384 was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.